Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3, b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. The device status is unknown.